Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding the patient. It was reported that the patient¿s implantable neurostimulator (ins) stopped working sometime in 2015. The patient noted that they have not charged their device in over a year and a half. There were no reported factors that may have led to the issue. The patient is being seen to perform a jumpstart and also have their ins evaluated. No further complications or patient symptoms were reported. The patient was implanted for radicular pain syndrome and spinal pain. Additional information received from the manufacturing representative indicated that the patient¿s ins stopped working in 2015, and the patient was unable to charge it. The ins was in overdischarge. It was noted that the ins was able to be restarted, but it would not hold a charge and the battery would rapidly discharge. The patient is being scheduled for an ins replacement, and the explanted device will be returned for analysis. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the ins was returned for analysis. They stated that the device was in overdischarge, and could not be recovered with a physician mode reset (pmr) x3. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed the battery is permanently damaged due to 2 overdischarge{s}. The overdischarge along with the amount of time the device was not used damaged the battery causing a rapid discharge. Results code no longer applies. If information is provided in the future, a supplemental report will be issued.